Manufacturer narrative:
Company representative evaluated the system and performed operational verification of the vaporizers per service manual. System was tested to factory's specifications.

Event description:
Customer reported an issue with the a5 anesthesia system, which may have affected anesthesia monitoring. No patient injury was reported.